Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a shaft separation occurred. The 80% stenosed target lesion was located in the mildly tortuous and non calcified left forearm shunt. A 4mm/1.5cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, the syringe/inflation unit was drawn back deflating the balloon and all air was removed from the balloon prior to balloon protection removal. Physician encountered difficulty removing the balloon protector from the balloon, upon removal it was noted that a shaft separation occurred. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual examination of the returned device identified that the outer lumen was broken at 3.2cm from the catheter tip at the proximal bond area. The inner lumen was stretched at this point for 6.8cm also. This type of damage is consistent with excessive tensile force being applied to the delivery system during use. The balloon protector was not returned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a shaft separation occurred. The 80% stenosed target lesion was located in the mildly tortuous and non calcified left forearm shunt. A 4mm/1.5cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, the syringe/inflation unit was drawn back deflating the balloon and all air was removed from the balloon prior to balloon protection removal. Physician encountered difficulty removing the balloon protector from the balloon, upon removal it was noted that a shaft separation occurred. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.